Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was 14.16 pg/ml with a data flag and was reported outside of the laboratory. The doctor suspected the result was incorrect as the patient was "presenting with clinical conditions". An hour later, a second sample was drawn and the result was 1819 pg/ml with a data flag. The sample was repeated and the result was 1795 pg/ml with a data flag. The original serum sample was repeated and the result was 1570 pg/ml with a data flag. A plasma sample from the same drawn was tested and the result was 1428 pg/ml with a data flag. An additional result of 1391 pg/ml with a data flag was provided. It was unclear from which sample this was generated. The reported result was removed and an amended result was sent out. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided. The field service representative found the tubing was off the pulley which was corrected. Analyzer performance testing was completed.